Event description:
It was reported that the patient was hospitalized on (B)(6) with overdose symptoms. At that time, the pump dose was decreased by 33%. The patient went home one week later, but was hospitalized again two days after that with overdose symptoms. Two days later, the daily dose was reduced further by 20% as the physician did not want to program the pump to minimum rate. At the time of report, no catheter access port (cap) or catheter testing had been performed. The patient was unstable and still hospitalized, but had become stable with naloxone. Cap or catheter testing was planned to take place as soon as the patient was ¿able for this handling¿. It was indicated that the pump and catheter would both be replaced. It was also stated that a refill had been performed two days prior to the initial hospitalization without any changes to the daily dose. One week later, it was reported that the ¿pump volume control¿ was performed on (B)(6). It was found that the reservoir contained 15ml, despite it being expected to contain 17ml. The pump refill history showed that there was around a 1ml discrepancy seen with each refill. No cap, catheter, or rotor tests had been performed. The cap and catheter tests weren¿t done because the physician didn¿t see any problem with the catheter. At the time of report, the patient was stable and felt better. It was also indicated that the pump contained hydromorphone and bupivacaine, but had formerly contained fentanyl from (B)(6) 2008 to (B)(6) 2013.

Event description:
Additional information was received. It was reported that the pump would be explanted on (B)(6) 2013.

Manufacturer narrative:
The implant took place in (B)(6) 2008; the specific date was not reported. Product ID: 8709, serial# unknown, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
The pump logs were gathered and a motor stall recovery light was in the logs. This indicated that during the pump life in the past (beyond what was displayed in the printout) a motor stall occurred and it recovered. The pump passed dispense accuracy testing. The dispense graphing was a bit odd when subjectively compared to other graphing. Infusion testing also passed for accuracy, but odd graphing was still visible. Destructive analysis of the pump was done. The pump head and pump tube had white crystallized material present. The pump head had residue and staining all throughout the pump head. The pump tube was also deformed in shape, meaning the appearance was thin in some areas. The tube had a milky coloration and some swirled wear markings.